Event description:
In december 2003, the pt reportedly fell and hit their head on their implant site. Their incision reportedly opened during this incident and the pt was hospitalized. In 2004, the pt reportedly had a staph infection at the implant site. Skin flap revision surgery was performed. The cii device remains imnplanted.